Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving morphine 10 mg/ml at 1.44 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. It was reported that the patient was in the hospital due to not feeling well. The patient's pump was not infected. At the time of the prior refill on (B)(6) 2016, the managing pain physician filled the pump under fluoroscopy since they were having difficulty at the time. The patient was sent to radiology to do a lp at that time the radiologist aspirated the pump to see if the accurate amount of drug was in the pump. The pump was empty. The patient was managed with a pca (patient-controlled analgesia) and medication over the weekend. A syringe has been ordered. They were trying to find someone to fill the pump. The issue was not resolved at the time of report. The patient's status at the time of report was alive no injury. No surgical intervention was planned. Additional information was received from a company representative. The patient was refilled under fluoroscopy on (B)(6) 2016 and everything went fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.